Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the q lock was failed to function properly. A field service engineer (fse) had addressed an issue where the q lock did not consistently sense when it was closed and locked. The fse powered off the unit, replaced the mini switches, and applied conductive grease to improve contact. After the repair, the pharmacist completed an inventory of the medications in the refrigerator. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank the qlock was slipping and could not recognize. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank the qlock was slipping and could not recognize. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.